Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer not adjusting the time for daylight savings. Customer corrected pump time and resumed insulin therapy. Additionally, it was reported that the customer experienced low blood glucose (bg) values that ranged from approximately 40 mg/dl to 70 mg/dl; cause was unknown. Customer received assistance from a business associate who provided the customer with carbohydrates and glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer reverted to manual injections for insulin therapy.